Event description:
Boston scientific received information that during rf ablation, this cardiac resynchronization therapy defibrillator (crt-d) switched to voo mode setting and exhibited oversensing that led to pacing inhibition 2-3 seconds. The patient was under sedation but was stable. Boston scientific technical services (ts) discussed regarding defib detect circuit and normal device operation. Additional information received that pacing inhibition resulted to greater than 2 seconds of asystole. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.